Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient presented in clinic for a routine followup with an alert for low out of range lead impedance. The lead impedance has had decreasing impedance since implant. Isometrics showed no change. The lead will continue to be monitored.